Event description:
It was reported that during a lap cholecystectomy procedure, the three devices that were used jammed and caused malformed staples. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/24/2008. Returned empty, lockout broken. Evaluation summary - no conclusion could be reached based on the analysis results as to what may have caused the reported event. Devices a, b and c were returned empty and locked out. No functional testing could be performed due the returned condition. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # e9fd15. Expiration date: 07/2013. Manufacturing date: 08/2008. Device c additional information: batch # e9f73l. Expiration date: 06/2013. Manufacturing date: 07/2008.